Manufacturer narrative:
Eval summary: sample was returned for eval. The product was found to leak between the heat exchanger and the tube. Visual exam of the leaking area observed broken seals between the heat exchanger and the tube. The damage was identified as having been customer induced.

Event description:
There was a report of an occurrence of a leak at the heat exchanger of a fluid warming infusion set. No pt injury or adverse event reported.